Event description:
It was reported that during a right subtalor joint arthrodesis and a right austin bunionectomy, a guide pin broke off inside of the right foot. The guide pin was left in the right foot after an attempt at removal. Per the surgeon, the pin broke in a perfect spot in the foot and is being used as a third stabilization pin. No additional surgical intervention was required. The pt is reported to be doing well with no complications due to this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The repair technician noted some corrosion in the handpiece. According to the quality engineer, the breaking of the pin during surgery could have been caused by the surgeon continuing to drive the pin even after it hit heavy resistance in the bone. The repairs done to the drill are typical for a handpiece that has been in use for 2 years and 4 months and do not appear to have any effect on the pin breakage.